Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump&#38112;battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the available black box data consecutive replace battery warnings related to post-delivery motor power supply fault. No evidence of short battery life was observed. A visual inspection of the pump showed that the battery compartment was cracked and that there was moisture corrosion in the battery canister. The pump failed a leak test at the battery compartment. The pump powered on and completed the ez prime steps with no power issues. The current draws were found to be within specifications. The complaint was not duplicated during testing. The pump cover was removed and moisture corrosion was found on the printed circuit board and motor flex connector.